Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was initially placed at a depth of 2 millimeter (mm). Of note, the native valve was a bicuspid valve and aortic leaflet calcification was also present. After implant, there was a "torrential" paravalvular leak (pvl). A post balloon aortic valvuloplasty (bav) was performed. During the post bav, the valve dislodged upwards causing wide open aortic insufficiency. As a result, a second valve and delivery system were used to implant at a depth of 4/4 mm. No additional adverse patient effects were reported.